Event description:
The manufacturer received information nose irritation, respiratory tract irritation, dizziness, headache, inflammatory response, paralysis vocal chords. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.